Event description:
Customer reported the passport 2 monitor intermittently shuts down which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replaced the power supply assembly. Performed tests and calibrations per service manual.